Event description:
It was reported, the patient had a shocking or jolting sensation. It was reported that the impedance values were normal. It was reported that palpating the area caused stimulation changes. It was reported that three weeks prior to report while lying in bed, the patient felt a shocking sensation ¿about 1000 miles an hour¿ that woke them up and shot them out of bed. It was noted that the patient¿s legs were shaking intensely with zero changes. It was noted that adaptive stimulation had been programmed off because, it was reporting some ¿odd adaptive stimulation challenges in transition¿. It was noted, the shocking had been happening randomly. It was noted that the patient had the same shocking feeling two weeks prior to report while at work. It was noted, the shock at work was down their legs, tuck and chest. It was noted, the stimulator was implanted to alleviate pain in the patient¿s lower back and bilateral pain in their legs. It was noted that there was no fall or trauma that started the event. It was reported that with palpation and stimulation off at the same time the shocking was not reproducible. It was noted that with the stimulation on and palpating the header block the stimulation went off on left leg and the feeling was ¿sharp¿ down their leg. It was noted, the impedances were in range of 1166-1911 ohms. It was reported the patient indicated their left leg keeps ¿going off¿. It was noted that the patient¿s implantable neurostimulator (ins) pocket incision had been ¿popping open¿ and treated with antibiotics but it is ¿all healed up now¿. It was reported manufacturer representative found what they think to be fluid in the header of the implantable pulse generator (ipg). It was reported that the health care provider (hcp) wants to replace the ipg. Additional information received reported the results of an impedance test were all normal. It was reported, the patient was scheduled for a replacement battery on 2014 (B)(6) due to fluid in the header block. Additional information received reported the patient¿s battery had been explanted on the day of report due to fluid in the header block. No further information was reported.

Event description:
Additional information received reported, there was no fluid in the header block. It was noted, the device had been mailed back to the manufacturer. Additional information reported, the explant of the implantable pulse generator (ipg) occurred on 2014 (B)(6) and the patient recovered without sequela.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 97714 restore sensor MRI, serial #(B)(4)) found it to be functionally okay with insignificant anomalies. Foreign material was found in connector ports. Shield/can was found scratched and having burn marks. The ins passed the final functional test, and functioned properly during 100 hours of testing at body temperature. A connector block leakage test did not show evidence of a leakage path in the connector module. A "clock too slow" power on reset (por) was observed on the trace report when it was received for analysis. According to the trace report the por occurred on the day of explant. This por is a known event that can occur when the ins experiences extreme temperature changes while not implanted. The por was able to be cleared by a clinician programmer session. This has no impact on the device performance. During analysis the device was tested at 0 degrees c and 37 degrees c over a two week period and there were no other por occurrences. No cause for the reported event was found during analysis. Adaptive stimulation (as) functioned as programmed using the parameters the device had when received. As was set on group a and to the parameters that it had when received for analysis. The active group b was used for the test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.